Manufacturer narrative:
E1 - phone number: (B)(6), postal code: (B)(6). H3 - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that during a percutaneous nephrolithotomy with transurethral lithotripsy assistance, resistance was encountered when a safe-t-j fixed core wire guide was inserted through an unspecified puncture needle. Another same type of device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned device on 06jan2026, the device was found to be unraveled.

Manufacturer narrative:
Summary of event: it was originally reported that during a percutaneous nephrolithotomy with transurethral lithotripsy assistance, resistance was encountered when a safe-t-j fixed core wire guide was inserted through an unspecified puncture needle. Another same type of device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon preliminary evaluation of the returned device on 06jan2026, the device was found to be unraveled. Investigation evaluation: reviews of the complaint history, device history record (DHR), specifications, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire guide was unraveled at 2cm from the distal end. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the complaint file, returned complaint device, dmr, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.